Event description:
Customer states has been getting high blood glucose readings in 200-300 mg/dl. Customer tested and received result of 380 mg/dl. Doctor admitted customer to hosp. Lab performed at time of admittance. Result is unknown. Customer states was sure it was much less. In hosp worked with diet and heart condition. Before leaving hosp, compared device reading with hosp device and customer's device was 20 points less than hosp device.